Manufacturer narrative:
Complaint is not confirmed. Performed investigation using returned meter, returned test strips lot #42864, exp. Date 2009/04, and returned cal bar lot #42864. Returned battery was replaced with a brand new battery. Meter did power on with button depression and insertion of cal bar. Meter did power on with strip insertion. Blank screen was not observed.

Event description:
Customer reported their precision xtra meter does not turn on after strip insertion. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Customer reported going to hospital, where she was diagnosed with severe hypoglycemia and treated with food.